Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event an issue with the system controller's lcd screen was confirmed via analysis of the returned controller. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the system controller lcd screen was observed to be displaying distorted information that prevented information from being accurately read from the screen. The system controller was disassembled to inspect the internal components and no issues were observed. The lcd screen was then replaced with a known working screen and the issue resolved. A system controller event log file was downloaded from the returned system controller, and date from the reported event date of 02feb2024 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The root cause of the reported event could not be conclusively determined through this analysis. Incidental finding: fluid ingress was observed on the system controller power leads, wire fatigue the device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 03feb2019. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6, ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 instructions for use section 2, ¿system operations¿ and heartmate 3 patient handbook section 2, ¿how your heart pump works¿ explain how to properly perform a system controller self-test, and state to press and hold the battery gauge button for five seconds. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Hold pn 9/18/2024. It was reported that when the patient was charging their backup controller, the screen suddenly had lines and static on the display screen. A new backup controller was given to the patient.